Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection and skin overgrowth at the implant site. The patient was treated with multiple courses of antibiotics ((B)(6) 2014, (B)(6) 2015). The patient also underwent debridement of the site on (B)(6) 2015. On (B)(6) 2015 the abutment was removed from the implant. The implanted device remains.